Event description:
During a ptca/stenting procedure, the balloon ruptured at unknown atms on the initial inflation. The lesion being treated was a calcified and 90% stenotic lesion in the lad. The maverick2 monorail catheter was being used for side branch access, after deployment of a cypher stent. The procedure was successfully completed with another catheter. A rinato guide wire, a 8f kamino guide catheter, and an encore inflation device, were also used in the procedure. No patient injuries or complications were reported.